Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. A systems check was started, however, the customer declined to finish the check with tandem technical support, therefore no additional information was obtained.